Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported on case of endophthalmitis. The reporter attributed that "the issue could be related to lint and fibers" in their packs. Upon follow up, the reporter informed that the eye culture was negative. The reporter indicated that this was a case of toxic anterior segment syndrome, and increasing the dose of generic steroid post operatively mitigated the inflammatory reaction.